Event description:
It was reported the image was blurry and new scope was used to complete the procedure.

Manufacturer narrative:
This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [blurry] was confirmed. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. According to henke: the cover glass of the distal end is full of deposits, making the image on the camera blurry. (See attached investigation report). Probably root cause for this failure is: ¿ incorrectly assembled optical train ¿ damage to optical train ¿ end of life wear-out ¿ shipping damage ¿ use error. The device manufacture date is not known.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported the image was blurry and new scope was used to complete the procedure.